Manufacturer narrative:
Report source: article titled "implant survival analysis and failure modes of the x stop interspinous distraction device", by alexander tuschel md, msc; albert chavanne md; claudia eder md, phd; michael meissl md; philipp becker md; michael ogon md. Method - device not returned; followed up with author.

Event description:
It was reported in an article titled "implant survival analysis and failure modes of the x stop interspinous distraction device", that: 46 consecutive patients underwent x stop implantation. Two patients experienced early recurrence of symptoms and underwent revision surgery. These two patients were included as failures due to implant removal. In total, 14 patients (30.4%) had to undergo revision surgery. No further information was provided.